Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 240 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received multiple motion sensor test failure alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm noted. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.